Event description:
Boston scientific crm received information that during a lead revision procedure due to high pacing impedance values of the left ventricular (lv) lead, this cardiac resynchronization therapy defibrillator (crt-d) was explanted because the physician believes there was a problem with the device. It should be noted the lv lead is a competitor's lead. There were no adverse patient effects reported.

Manufacturer narrative:
This crt-d was successfully replaced, and will be returned to bsc for laboratory analysis. Subsequently, this device was returned and analyzed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not confirm the initial allegations of high lv pacing impedance values.